Event description:
With a pt on the table top an operating room nurse attempted to remove the lowe leg (calf) plate segment of the leg extension from the rest of the device. When the nurse manipulated the eccentric handle to facilitate the release, the handle detached and the calf plate separated from the table and began to fall. The nurse attempted to arrest the fall of the segment and sustained a hematoma to her upper leg and strained her back. Ther was no injury or adverse effects to the pt. (B)(4).

Manufacturer narrative:
Maquet service was unable to inspect the device after the event as the hospital's technical department repaired the device immediately after the incident. A service technician from the technical department of the hospital reported that the bearing bolt of the eccentric lever had become unscrewed. With the bolt out of place, the eccentric lever mechanism opened. This released all tension holding the calf plate in place, facilitating the fall. The bearing is secured at the factory with the application of loctite. For the bolt to have backed out, the loctite seal would have to have been broken. Maquet believes someone repaired the device in the past and forgot to correctly secure the bolt. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.